Manufacturer narrative:
The device inspection performed by the arjo representative at the customer site revealed no malfunction with the device. During the safe working load test, no issues were detected. It was not possible to confirm the reported problem. The maxi move device was released for use as it operated correctly. To sum up, the sudden lowering was reported by the customer and from that perspective, the device did not perform as intended. The maxi move floor lift was being used with a resident at the time of the event and therefore played a role in the reported event. The complaint decided to be reportable due to the customer allegation concerning unintended maxi move sudden lowering during use with the resident. The customer allegation however was not confirmed during the device inspection.

Event description:
Following information reported, the maxi move suddenly dropped during lowering of the resident to the bed. No injury was claimed.